Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient had been experiencing acute withdrawal since the pump replacement procedure on (B)(6) 2018. It was noted that during the replacement procedure, the hcp revised the pump segment/connector portion of the catheter. Since the replacement procedure, the hcp had performed a CT myelogram and dye study (exact dates not provided) to check the patency of the catheter and all the tests showed normal results. The hcp decided to replace the pump today ((B)(6) 2018) because he believed the cap (catheter access port) was leaking. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.